Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during testing both the air sensor and the dso (downstream occlusion) seal of the pump were unattached and falling off. There was no patient involvement and no harm reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log was reviewed and showed no entries related to the complaint. No service history was recorded within the past 12 months. A visual inspection was performed, which confirmed that the downstream occlusion (dso) seal was unattached. The complainant¿s allegation was verified. The dso seal was replaced, and the device successfully passed all functional testing following repair.